Event description:
Injector tubing ruptured during an injection for a CT scan. Maximum pressure listed on the tubing is 325 psi. Maximum pressure setting on the injector was 300 psi, and the displayed maximum pressure was 309 psi. The operator manually aborted the injection after the rupture.